Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿white powdery substance throughout¿ a reconstitution device. This was noted when the nurse opened the device¿s packaging before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an open pouch. Visual inspection revealed the presence of fine white particles on the reconstitution device and inside the pouch. The particles were identified as cephalosporin antibiotics via fourier transform infrared and energy dispersive x-ray spectroscopy. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.